Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver started therapy over using a new cassette with the same supply bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for an unrelated alarm on a homechoice (hc) machine, a technical service representative (tsr) discovered that a care giver (cg) restarted therapy with a new cassette but had used the same supply bags. The home patient (hp) had been connected to the reused supplies. The tsr explained proper aseptic procedure with the cg. The tsr then advised the cg to end therapy and contact their registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.